Event description:
The following information was reported to kci by the surgeon: on an unknown date, the surgeon placed prevena on an abdominal incision. On the third day after surgery, the skin was sloughing which created a wound. There have been several unsuccessful attempts to obtain more information from the surgeon.